Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error and pump error confirmed in pump history with variable due to cold solder joint at the keypad assembly and variable two times due to software anomaly. The device was received with cracked case on the back at the battery tube area. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63 alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.